Manufacturer narrative:
The t:slim user guide states, "if you start to program a bolus but do not complete the request within 90 seconds, the incomplete bolus alert occurs. You are prompted to return to the bolus screen to complete the request." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was unable to deliver a bolus and an incomplete bolus alert occurred. Tandem technical support reviewed pump history and confirmed that the customer had not delivered a complete bolus. Tandem technical support reviewed the correct sequence of delivering a bolus successfully with customer and how to avoid an incomplete bolus alert. Customer understood and had no further questions. Customer reported that the event impacted blood glucose level (506 mg/dl). Customer treated elevated bg level by delivering a bolus via the pump.